Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
(B)(6). (B)(4) - baerveldt shunt. The 510k number: k955455. The device remains implanted. Prior to release to market, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of the shunt (B)(6) 2012. At the one (1) month post operative visit, (B)(6) 2012, a vitreous hemorrhage due to diabetic retinopathy was observed. On (B)(6) 2012, the patient underwent a vitrectomy. The patient recovered.